Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified. It was noted that j1 pin 8 was completely broken and detached while pin 7 was permanently compressed and bent.

Event description:
It was reported to philips that the device had a damaged battery pca connection. There was no reported patient involvement/adverse patient impact.